Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown stent graft was implanted in a patient for the endovascular treatment of a thoracic pau. A valiant stent graft was implanted distally to treat a small extension of the dissection approximately two months later. It was reported the patient phoned technical services to report vessel pressure associated with the valiant stent graft. As per the physician an extension due a distal intima tear was seen in the patient. No additional clinical sequelae were reported and the patient is being monitored.